Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that when she performs a manual prime on her insulin pump, the piston takes 20-30 minutes to make contact with the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting was attempted to correct however; the act button was not responding when pressed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received no button response due to flattened act button dome switch. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The motor passed motor test. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.